Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: local reaction/asymmetry. (B)(4).

Event description:
It was reported that a caucasian female who had unknown mentor saline prostheses placed experienced local reaction and asymmetric appearance bilaterally post procedure. The implants were uneven and swollen. The patient had to wear a pad on the side of her bra, so they appeared even. As a result, replacement with unknown mentor saline prostheses was performed. See 1645337-2021-14411 for contralateral prosthesis report.